Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented with heart palpitations due to their pacemaker in backup vvi mode, due to event queue overflow. The device was reprogramming to restore normal parameters. The patient was stable.